Manufacturer narrative:
On (B)(6) 2019, patient identifier was updated based on additional information received. The relevant field has been updated. On (B)(6) 2019, the suspected medical device was returned for evaluation. On (B)(6) 2019, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the sample, no damage was observed on the device. No anomalies were observed. Hematoma is a collection of blood within the space around the implant.  Symptoms from hematoma may include swelling, pain, and bruising.  While the body absorbs small hematomas, some will require surgery. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at any time. Careful hemostasis is important to prevent postoperative hematoma formation. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left-sided hematoma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent a revision breast augmentation with a 325cc mentor smooth round moderate profile and experienced postoperative left-sided hematoma. The diagnosis was confirmed by a physician in (B)(6) 2019. As a result, the patient underwent removal and replacement with an unspecified breast implant on (B)(6) 2019.